Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic system exhibited aspiration was weak in both the ultrasound and irrigation and aspiration modes during the surgery. The surgery was continued and completed without any other issues.